Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump sometimes alarmed motor error. The battery cap was cracked and the batteries did not last as long. He was able to complete the rewind sequence. The displacement test and manual prime were successful. Customer's blood glucose level was over 300 mg/dl. The customer's blood glucose level was high because the screen was blank and he could not bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.